Event description:
During service the manufacturers field service engineer (fse) noted the backup battery failed testing. The fse replaced the backup battery to correct the finding. The device passed all manufacturers require testing. No patient involvement.